Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead has a pacing impedance of approximately 2100 ohms. This was observed by the physician at a routine follow up. This patient is not pacemaker dependant. A disk has been sent into boston scientific technical services for analysis. Daily measurements on the disk revealed a gradual increase in pacing impedance over the past year. Rv intrinsic amplitude, threshold and shock impedance are stable and within normal range. Associated lead measurements are also stable and within normal range. All five episodes on the disk were related to the implant procedure. Suspected causes of the high pacing impedance were calcium deposits on the tip of the lead or structural changes in the patient's heart surrounding the lead tip. It was recommended to closely follow the pacing impedance values, threshold, intrinsic amplitude, and the potential presence of noise. Additional troubleshooting includes arm movements and gently pocket manipulation while measuring the rv impedance. Currently, this rv lead remains implanted and in service. No adverse patient effects reported. Subsequent information states the impedance values have risen to 2400 ohms; thresholds and sensing remain stable. The physician is requesting recommendations. The lead remains implanted and in service.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Boston scientific internal technical services reviewed the information with the following recommendations. It was reiterated to keep tracking impedance values; should the values rise to the diagnostic highest level (3000 ohms), the lead should be replaced or a revision procedure performed to add a dedicated rate/sense lead, as to ensure proper device operation. As there were no other noted observations with changing thresholds or decreasing sensing, at this time technical service recommended routine monitoring. As per the physician manual, the interval for normal follow-up is 3 months; however, it is a decretionary decision, should they feel intensified follow-up is required. At this time, no additional information is available and the lead remains implanted and in service.

Event description:
--